Manufacturer narrative:
Ppae): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, an impella cp device was placed in a 64-year-old man. No additional medical history was reported. On (B)(6) 2025, it was noted that the patient had loss of pulses in the affected lower extremity, which required surgical intervention to address the condition. The impella device was explanted on (B)(6) 2025. No further patient outcome details were reported.